Manufacturer narrative:
Philips service replaced the 3d workstation, displayport to dvi sl adapter, and iw1.5.1 sw pack, calibrated, and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc failed to turn on; replaced 3d workstation on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.